Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending (lad) artery with mild calcification and heavy tortuosity. The 3.5 x 18 mm xience sierra stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a distal edge dissection was noted. Therefore, an unspecified stent was implanted to treat the dissection. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.